Manufacturer narrative:
--

Event description:
Boston scientific received information that the programmer was observed with smoke and overheating after it was switched on although it still had display on screen. The field representative tested the programmer and was able to note the allegation. This programmer was sent back for analysis. There was no patient involvement reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A component on the printed circuit board (pcb) was not working as it was burned and cannot be repaired. The affected part was replaced. The programmer then passed all incoming tests. The device manufacture date for this product is december 22, 2006.

Event description:
Boston scientific received information that the programmer was observed with smoke and overheating after it was switched on although it still had display on screen. The field representative tested the programmer and was able to note the allegation. This programmer was sent back for analysis. No adverse patient effects were reported.